Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade I. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: biological tissue observed. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white encapsulation observed on the surface of the shell. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device was explanted and replaced with a non-allergan device.